Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR as the patient reported an anaphylactic episode while an align product was being used.

Event description:
The patient reported the symptoms of anaphylactic episode, swollen face, swollen throat, and irritation and sores in the oral mucosa (cheeks) and lips. The patient did not report requiring any medical intervention due to the reported symptoms. The patient did not report taking or being prescribed any medication to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2019, and the patient is currently asymptomatic.